Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they dropped their controller about 3 weeks ago and since then when they would get anything below 60% they would get sharp shocks into their feet. Patient shouldn't be at 60%. Agent asked if the controller or implant battery would be at 60% and patient didn't know there were two battery percentages. Patient noted there was rattling in the controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent redirected patient to their hcp as well to address the sharp shock issue. Additional information received from patient. Patient called back and confirmed receiving replacement controller. Patient mentioned they were suppose to have it reprogrammed and they can't find a tech out there. Patient mentioned they had two names of cs and no one is around.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they did not need the doctor. All they wanted was the contact info for a local since the manufacturer representative (rep) they worked with previously was no longer with the company. The rep that they worked with helped them set the new controller up over the phone. The patient reported that the issue has been resolved.